Event description:
It was reported that (1) tlc55 was used during a colon resection procedure. It was a reported by the rep the surgeon fired tlc55 and reloaded for a second firing. On the second firing the safety lockout engaged and the instrument would not fire. The surgeon completed the case with a new tlc55. There was no consequence to pt.